Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change of therapy. The patient stated therapy stopped working three months ago, but the patient did follow up with the healthcare professional (hcp) who reprogrammed the device and therapy began working again at ¿25¿. The patient stated, but then one and half months ago therapy suddenly stopped working again and the patient had been using the bathroom every night. The patient stated they saw the hcp last for another adjustment, but the hcp could not increase stimulation ¿one point¿ it would shock the patient. The patient stated the hcp prescribed some pills to help, but it had not helped the patient, and it had done the reverse and the patient could not use the bathroom at all now. The patient stated she wanted to try to increase stimulation again and was trying to do so, but could not on her own. The patient planned to follow up with the hcp. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.